Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified the patient with this device experienced serious bodily injuries, including foreign body reaction, physical pain, disability, impairment, sustained permanent injury.